Event description:
During removal of the catheter, it separated and a piece remained in the pt. A surgical procedure was performed to remove the separated portion. The physician stated that there was a significant amount of calcification on the pt's spine which may have been a contributing factor. There were no pt complications.